Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by customer that their insulin pump was alarming and after inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) of 2015. Customer's blood glucose level was 507 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer declined further troubleshooting and requested new device. Nothing further reported.